Event description:
It was reported that using a radial artery access approach during a procedure of the 85-90% stenosed, mid right coronary artery (rca) after pre-dilatation with a 2.5 x 10 mm unspecified balloon dilatation catheter (bdc) the 3.0 x 8 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion, due to resistance with the anatomy. Additionally, during removal, resistance was met with the anatomy. A 2.75 x 8 mm xience prime sds was advanced and successfully implanted with a satisfactory final patient outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight universal ii (bmwuii). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.